Event description:
Healthcare professional reported left side removal due to "inflation." And deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: broken plug strap and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge and broken sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as to an unidentified (tear) opening. A sharp broken on plug strap disk shell assessed as to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.